Event description:
Patient developed and infection, rv, ra and lv leads explanted. Lv lead is st jude lead ra and rv leads are mdt. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).